Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.

Event description:
It was reported that both of the patient's subcutaneous leads had pulled back and were not optimal. Both leads were removed and replaced. No patient complications have been reported as a result of this event.